Manufacturer narrative:
Product complaint # (B)(4). Gtin:unknown. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In (B)(6) 2017, exact surgery date is still requested, was in a male patient, born (B)(6), bmi 30, indication spondylodiscitis lwk 2/3 posterior stabilization by using viper prime, was made. Stabilization with 4 viper prime screws from lwk 2 to lwk 4. All screws vertecem have been augmented with approx. 1 ml. The pedicle screws in the 2nd lwk loosened up both and are ripped out, so that a revision surgery must be performed at the (B)(6) 2018. The surgeon does not back it on shortcomings of the system, but on the osteoporotic condition of the patient's bone, so that his opinion, any other type of supply would have achieved a similar result.